Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Two days later the pt presented with chills, fever, nausea, vomiting, and serous drainage from the incision site. The event was moderate in intensity. The pt was instructed to stop taking tylox (nausea); prescriptions for phenergan (25mg q6-8hrs prn) and lortab (10mg q6-8hrs prn) were given; wound dressing changed. The pt returned for an office visit six days after this without incisional issues and unknown medication. The event resolved without treatment in that same month. The investigator classified this event as unrelated to adcon-l. The investigator noted "surgical complication" and "drug interaction" as possible explanations for the event.